Manufacturer narrative:
(B)(4).

Event description:
When his device is turned on, the patient experienced a shocking/jolting sensation in the middle of the back. During his replacement surgery, it was noted that the surgeon "stripped the coating on the wire" and was contributing to the shocking sensation. A CT scan done in (B)(6) apparently confirmed that the lead was placed in the 11th rib area. He had his rib removed (B)(6), 2010, and the "lead wire" came out with it. Biopsy confirmed that the lead wire was entangled with his nerves. Patient's current pain doctor has recommended that everything be taken out and replaced. Patient is currently looking for a new surgeon to perform the replacement surgery. Additional information has been requested and if received, a follow up report will be sent.